Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A wallflex biliary rx stent system was returned for analysis. Visual examination of the returned device found that the outer sheath was retracted and the stent was deployed. No issues were noted with the profile of the delivery device or the stent. Based on the condition of the returned device, the reported failure could not be confirmed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. Stent misplacement is listed in the dfu for this product as a known potential complication of the metal stent placement procedure. Therefore, the most probable root cause for this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on march 30, 2015 that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a biliary stricture. Reportedly, the patient's anatomy had not been dilated prior to stent placement. There were no visible damages noted to the stent prior to the procedure. During the procedure, the stent was released at the duodenal papilla; however, the stent moved out of the intended position and into the enteric cavity right after it was deployed. The physician successfully removed the device from the patient with the use of foreign-body forceps. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a biliary stricture. Reportedly, the patient¿s anatomy had not been dilated prior to stent placement. There were no visible damages noted to the stent prior to the procedure. During the procedure, the stent was released at the duodenal papilla; however, the stent moved out of the intended position and into the enteric cavity right after it was deployed. The physician successfully removed the device from the patient with the use of foreign-body forceps. The procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.